Event description:
It was reported that the light cable was stuck in the subject device, and the cable was detached from the connector which was still stuck in the unit and difficult to pull out. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the light guide socket has become rough textured, difficult to pull and push light guide into. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.